Manufacturer narrative:
(B)(6) healthcare, previously reported, an incident involving an oxygen concentrator. By a provider who stated, "very hot plug connector, unsafe". There was no report or evidence of illness, injury or medical treatment associated with the complaint. The device was returned for evaluation. There were no physical signs of thermal damage to the power plug. No signs of thermal or physical damage to the outer jacket of power cord in the strain relief area. The power cord was replaced as a precaution.

Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator by a provider, who stated, "very hot plug, connector unsafe." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.